Manufacturer narrative:
The date of event is unknown. A supplemental report will be submitted if provided. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope exhibited presence of biofilm due to possible improper reprocessing. The issue occurred during setup. There were no reports of patient harm.